Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform revealed no damage. A system latched error 136 (internal parameter corrupted) message, was observed during archive file upload. As a result, the archive files could not be uploaded for review. Functional testing was performed and the reported issue of "system error-out of service, revert to manual CPR" message was confirmed. The message was observed on the display and it was found that the processor pca board was defective. Based on the initial investigation, the part identified for replacement is the processor pca board. In summary, the reported complaint of a "system error-out of service, revert to manual CPR" message was confirmed during the archive file upload and functional testing. The fault was found to be due to the defective processor pca board.

Event description:
Complainant alleged that during testing the autopulse® platform displayed a "system error-out of service, revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.